Event description:
A customer in (B)(6) reported an rt-12 rotor to have broken within the ssvt-1 centrifuge during operation. All pieces of the rt-12 rotor were contained within the centrifuge. Customer confirms no injuries occurred. Customer was wearing personal protective equipment which included gloves and lab coat. Customer stated one tube of dog blood was in the centrifuge on the time of incident and mentioned dog sample needed to be recollected. Customer cleaned centrifuge with paper towels and discarded all materials.

Manufacturer narrative:
The customer confirms shield was in place. The customer does not know the age of broken rt 12 rotor. The MFR gave the customer the part number for the rotor and advised them to order a new rotor from their vendor. No further investigation may be carried out. (B)(4).